Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer experienced high blood glucose 485mg/dl and over 500 mg/dl and was treated with manual injection. The customer declined troubleshooting for the high blood glucose. Based on customer report customer does not allege pump was under delivering. The customer also stated that, the sensor had bent cannula. The device will not be returned for analysis.